Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs system was providing inadequate pain relief. X-ray diagnostic testing was performed which confirmed that the lead had migrated into the epidural space. As a result, on (B)(6) 2020, the lead was explanted and a new lead implanted. Therapy was restored post-operative.